Event description:
A malfunction on the pump was reported by the caller. The customer experienced a blood glucose level of 589 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.